Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Concomitant products: saline mentor smooth round moderate profile 250cc, catalog number 3501635, lot number 6944789. (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 250cc breast implants and experienced bilateral deflation. Deflation was diagnosed by ultrasonography. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 250cc breast implants, catalog number 3501635, lot number 7589400 on (B)(6) 2018. This report is for the left side.

Manufacturer narrative:
Additional information received on 11/3/2018 indicated the date the problem was observed was (B)(6) 2018. On 11/3/2018, the mentor failure analysis lab received the device for evaluation. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view that extended to the anterior view, measuring 4.2 cm. Additional area of missing material was observed also on the posterior view measuring approximately 0.4 by 0.5 cm. Microscopic examination of the missing material edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent and an area of missing material were found on the device. Microscopic examination revealed parallel striations on the edges of the missing material. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the yellow material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).